Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for routine follow up. Upon interrogation the pulse generator exhibited an alert for high lead impedance; it also exhibited noise upon pocket manipulation. The device was reprogrammed and the patient would be monitored. New information received on (B)(6) 2014 states that a pocket revision was performed and the device remained implanted.